Event description:
It was reported that the patient's pain relief is not as effective when the ipg charge level is at 3/4 of the power left. She stated that she must charge the ipg when it is 1/2 full due to the ineffective stimulation. The patient alleged that she has experienced this issue since the ipg implant date. Follow up on the patient found that she has been charging more frequently and has better relief; however, she still has a loss of effective stimulation after the ipg charge falls below 3/4 full. She stated that she turns up the amplitude when the pain relief has decreased, but eventually this action does not compensate. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.